Manufacturer narrative:
B3 date of event: estimated at 11/1/2024 as follow up was reported as (B)(6) 2024. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2022. The patient was discharged on sapt (single antiplatelet therapy) medication. The patient presented for a two (2) year follow up in (B)(6) 2024 and transesophageal echocardiography (tee) imaging revealed a thrombus at the screw site on the closure device. The medication was changed to 60mg of lixiana to dissolve the thrombus. The patient had no neurological symptoms. There were no patient complications reported. The thrombus was reported to have resolved one (1) month later.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2022. The patient was discharged on sapt (single antiplatelet therapy) medication. The patient presented for a two (2) year follow up in (B)(6) 2024 and transesophageal echocardiography (tee) imaging revealed a thrombus at the screw site on the closure device. The medication was changed to 60mg of lixiana to dissolve the thrombus. The patient had no neurological symptoms. There were no patient complications reported. The thrombus was reported to have resolved one (1) month later.

Manufacturer narrative:
A3: gender added. A2: age at time of event added. B3. Date of event: estimated at (B)(6) 2024 as follow up was reported as (B)(6) 2024. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.